Manufacturer narrative:
An investigation was performed, and this complaint has not been confirmed. The device history record (DHR) review indicated that there was no quality issues associated with this defect mode. Since the sample was not returned, there is not enough evidence to determine what could have caused this event. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations, environmental and product biological monitoring. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states the catheter failed at the fourth hemodialysis treatment. Hemodialysis therapies could not be continued. The specialists confirmed that the catheter was placed in the patient using proper technique. The heparin technique performed by the nurses was confirmed that the technique was correct. The catheter had to be replaced for a new one because it was dysfunctional and it was not possible to continue hemodialysis therapies.